Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 10x3.5mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the mildly tortuous and mildly calcified proximal left circumflex (lcx) artery. A 32 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion; however, significant resistance was encountered. The device was removed and it was noted that the stent struts were damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts throughout the stent that were bent back distally. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 10x3.5mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the mildly tortuous and mildly calcified proximal left circumflex (lcx) artery. A 32 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion; however, significant resistance was encountered. The device was removed and it was noted that the stent struts were damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable